Event description:
Initial hcg+beta result of 24.82 ulu/ml from a red top tube. Same sample rerun and recovered <0.1 ulu/ml. Redraw of pt in a lithium heparin tube recovered <0.1 ulu/ml. No info provided to determine if results were used to guide therapy. The field service rep performed performance check tests.